Event description:
As reported: "the lag screw cut out. The patient had been following instructions. However, this time it was traumatic avascular necrosis caused by a fall. The event was discovered on (B)(6) 2025, and the nail was removed and an artificial head was implemented on (B)(6) 2025."

Manufacturer narrative:
The device has not been returned. The lag screw cut out could be confirmed by x-ray image received. The images show that the femoral had and neck collapsed over the system. Based on investigation, the root cause was attributed to a patient related issue. The patient fall led to a avascular necrosis, which ultimately caused the lag screw cut out. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the lag screw cut out. The patient had been following instructions. However, this time it was traumatic avascular necrosis caused by a fall. The event was discovered on (B)(6) 2025 and the nail was removed and an artificial head was implemented on (B)(6) 2025."